Event description:
It was reported via repair work order that the power cord had a damaged power prong and exposed electrical wires. It was also reported that the scale was inaccurate due to load cell malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.